Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted to the hospital with hematuria and neurological changes. An echo showed that the pump was not off-loading. The account suspected pump thrombus and the patient received a pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.